Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-02875. It was reported the pt's programs for her scs system had stopped working. Diagnostic tests exhibited invalid impedance readings on multiple lead contact. Reprogramming was unsuccessful at providing effective stimulation coverage. It was reported maximum power output was reached at an amplitude of 9 ma, at which point the pt could not feel stimulation. X-rays revealed no lead fracture. F/u identified surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.